Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving several inappropriate shocks. Review of the electrogram showed hv therapy was delivered due to oversensing on the ventricular channel. The noise was not reproducible with isometrics or other testing. The lead remains implanted.